Manufacturer narrative:
Corrosion of internal components was identified as the probable cause of the failure.

Event description:
The core micro drill was sent in for service and it overheated during performance testing. No adverse event was associated with the device.